Event description:
It was reported that the patient presented to the ER after receiving 6 inappropriate shocks while at work. The cause of the shocks was noted to be from a noisy rv lead. High lead impedance of 2500 ohms and an apparent lead fracture were also noted. The lead was capped and no further patient complications were reported as a result of this event. The lead was subsequently explanted and returned with a report of oversensing and high impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; proximal segment returned and analyzed. Other text : it was reported that the patient presented to the ER after receiving 6 inappropriate shocks while at work. The cause of the shocks was noted to be from a noisy rv lead. High lead impedance of 2500 ohms and an apparent lead fracture were also noted. The lead was capped and no further patient complications were reported as a result of this event. The lead was subsequently explanted and returned with a report of oversensing and high impedance. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event impedance, high interference lead(s), fracture of oversensing shock, inappropriate.